Manufacturer narrative:
(B)(4).

Event description:
It was reported that pump was pulled out of the box and plugged in and instantly the device got notification device failure please return. No case involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found the control board has failed , establishing a relationship between the device and the reported event. The root cause was identified as a depleted battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.